Manufacturer narrative:
Corrected data: b3, b5, d10. Updated data: b4, d4 (brand name, version or model #, catalog #, unique identifier (UDI) #, and serial#) ,g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low alarm for battery use , and helium line had what appeared to be blood in it. The nurse staffs and the interventional cardiologist reported issues with either the iabp catheter or a console that required urgent removal at the bedside. This occurred in the cicu sp 5-1. Patient had iabp placed on 2/18 in our cath lab for severe 3v cad. Rn went into patient room at 2027 because she was getting the low alarm for battery use. Another rn was in the room with her and she noted that the helium line had what appeared to be blood in it. Rn immediately reported to the provider and interventional attending md. The iabp was successfully removed. The interventional cardiologist came to evaluate the catheter himself and there was no rupture. He believes that it is a console failure and would us to investigate this further. He also examined the catheter by inflating the balloon and what was seen (on video) was black color materials (pebbles) circulating within the balloon portion of the catheter during inflation. The helium tubing portion has small amount of light blood tinged color fluid with sediments. The console has been sent to engineering for further evaluation. This report is for the iabp used in this event. The iab catheter will be reported separately.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, d4(serial#). Updated data: b4, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low alarm for battery use , and helium line had what appeared to be blood in it. The nurse staffs and the interventional cardiologist reported issues with either the iabp catheter or a console that required urgent removal at the bedside. This occurred in the cicu sp 5-1. Patient had iabp placed on 2/18 in our cath lab for severe 3v cad. Rn went into patient room at 2027 because she was getting the low alarm for battery use. Another rn was in the room with her and she noted that the helium line had what appeared to be blood in it. Rn immediately reported to the provider and interventional attending md. The iabp was successfully removed. The interventional cardiologist came to evaluate the catheter himself and there was no rupture. He believes that it is a console failure and would us to investigate this further. He also examined the catheter by inflating the balloon and what was seen (on video) was black color materials (pebbles) circulating within the balloon portion of the catheter during inflation. The helium tubing portion has small amount of light blood tinged color fluid with sediments. The console has been sent to engineering for further evaluation. An FDA medwatch user facility report (B)(4) was received and stated the following: iabp only alarming low battery alarm, when plugging into red outlet-noted that there was discoloration in the helium line. Cicu fellow, house staff and cicu app made aware. Cicu attending and interventional fellow also called. Iabp was removed successfully and examined by dr [redacted name] and interventional fellow. Iabp console and catheter set aside for further investigation. Debris noted. Patient monitored and requires no further intervention at this time. Of note the console did not give a stat alarm. Iab(p) given to getinge for investigation. Machine inspected by clinical engineering and was placed back into service, no issues noted this report is for the iabp used in this event. The iab catheter is reported separately in mfg report #2248146-2024-00149.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low alarm for battery use , and helium line had what appeared to be blood in it. The nurse staffs and the interventional cardiologist reported issues with either the iabp catheter or a console that required urgent removal at the bedside. This occurred in the cicu sp 5-1. Patient had iabp placed on (B)(6) in our cath lab for severe 3v cad. Rn went into patient room at 2027 because she was getting the low alarm for battery use. Another rn was in the room with her and she noted that the helium line had what appeared to be blood in it. Rn immediately reported to the provider and interventional attending md. The iabp was successfully removed. The interventional cardiologist came to evaluate the catheter himself and there was no rupture. He believes that it is a console failure and would us to investigate this further. He also examined the catheter by inflating the balloon and what was seen (on video) was black color materials (pebbles) circulating within the balloon portion of the catheter during inflation. The helium tubing portion has small amount of light blood tinged color fluid with sediments. The console has been sent to engineering for further evaluation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, no injury harm discovered, the cardiosave intra-aortic balloon pump (iabp) displayed low alarm for battery use , and helium line had what appeared to be blood in it. The nurse staffs and the interventional cardiologist reported issues with either the iabp catheter or a console that required urgent removal at the bedside. This occurred in the cicu sp 5-1. Patient had iabp placed on 2/18 in our cath lab for severe 3v cad. Rn went into patient room at 2027 because she was getting the low alarm for battery use. Another rn was in the room with her and she noted that the helium line had what appeared to be blood in it. Rn immediately reported to the provider and interventional attending md. The iabp was successfully removed. The interventional cardiologist came to evaluate the catheter himself and there was no rupture. He believes that it is a console failure and would us to investigate this further. He also examined the catheter by inflating the balloon and what was seen (on video) was black color materials (pebbles) circulating within the balloon portion of the catheter during inflation. The helium tubing portion has small amount of light blood tinged color fluid with sediments. The console has been sent to engineering for further evaluation. An FDA medwatch user facility report (uf #(B)(4)) was received and stated the following: iabp only alarming low battery alarm, when plugging into red outlet-noted that there was discoloration in the helium line. Cicu fellow, house staff and cicu app made aware. Cicu attending and interventional fellow also called. Iabp was removed successfully and examined by dr [redacted name] and interventional fellow. Iabp console and catheter set aside for further investigation. Debris noted. Patient monitored and requires no further intervention at this time. Of note the console did not give a stat alarm. Iab(p) given to getinge for investigation. Machine inspected by clinical engineering and was placed back into service, no issues noted. This report is for the iabp used in this event. The iab catheter is reported separately in mfg report #2248146-2024-00149. No injury harm.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (health effect ¿ clinical code, health effect ¿ impact codes) additional information: event site postal code:(B)(6). Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.